Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record (DHR) was unable to be reviewed as the lot number was not provided. Based on the information received, the cause of the reported cerebrovascular accident could not be conclusively determined.

Event description:
Related manufacturing ref: 3005334138-2019-00562, 2030404-2019-00104, 2184149-2019-00188. Following an atrial fibrillation procedure, a stroke occurred. During the procedure, the impedance fluctuated from 120 to 999 ohms and the distal ablation signal appeared incorrectly on the screen. The procedure was completed successfully. Following the procedure, the patient lost sensibility in one hand and could not control their mouth. The patient fully recovered in two days and is in stable condition. The cause of the stroke remains unknown.